Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this pacemaker had rapid battery depletion. Additional information obtained from the field representative indicates that this device was already explanted and will be returned back to the laboratory. No additional adverse patient effects were reported.